Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: what was the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure how was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient experience a wound dehiscence? If yes, what tissue dehisced? If yes, how was the dehiscence managed? Please describe any medical or surgical intervention required including date and findings. Was any re-suturing required after suture removal? Why did the patient go to the hospital on the 47th day after the procedure for treatment? What was the treatment and why was the treatment required? Were there any patient stress factors that precipitated the event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Corrected information: h6 type of investigation.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used on the patient's skin. The patient had been admitted to the hospital due to 39 weeks of pregnancy, lower abdominal distension and pain for more than 1 hour. The admission diagnosis was 39 weeks of pregnancy, the head position threatened labor, pregnancy complicated with scar uterus, and umbilical cord entanglement. The patient was sent to the operating room and the c-section went smoothly. The patient was discharged on the 6th day after surgery. On the morning of the 47th postoperative day, the patient went to the hospital for treatment and found three pinhole like small holes on the skin of the incision, with visible suture and a small amount of seepage. The patient experienced wound secretion and device extrusion. Considering that the suture was not absorbed, the doctor removed suture. No subsequent adverse event reports have been received. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient experience a wound dehiscence? If yes, what tissue dehisced? If yes, how was the dehiscence managed? Please describe any medical or surgical intervention required including date and findings. Was any re-suturing required after suture removal? Why did the patient go to the hospital on the 47th day after the procedure for treatment? What was the treatment and why was the treatment required? Were there any patient stress factors that precipitated the event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.